Event description:
Patient reported, one of their bottom front teeth is loose. Mobility video reviewed and advised patient of a 14 day rest period for mobility.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.